Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections manufacturer name, city and state and MFR site and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd tubing set flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: also, the customer informed us on (B)(6)2022. An issue with ¿primary backed into secondary¿

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the primary backed into the secondary could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using an unspecified bd tubing set flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: also, the customer informed us on 09sep202 an issue with ¿primary backed into secondary.¿